Event description:
It has been reported that one bd lord's ¿ syringe has been found with a damaged shield before use. The following has been provided by the initial reporter: the shield was damaged.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 8186590. Customer states that the shield was damaged. The returned syringe was examined and exhibited a crushed plunger cap. A review of the device history record was completed for batch# 8186590. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap). As per investigation completed by manufacturing, "on 03jan2020, holdrege received a complaint, via pictures, from material 326668, batch 8186590. Visual inspection of the pictures showed the damage to the cap. It was crushed and torn near the top. No other damage to the syringe was observed. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd lord's ¿ syringe has been found with a damaged shield before use. The following has been provided by the initial reporter: the shield was damaged.